Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, right side') and haemorrhagic ovarian cyst ('reproductive system disorder or changes condition type of disorder or condition: hemorrhagic ovarian cyst') in an adult female patient who had essure (batch no. A20057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent confirmation test". The patient's medical history included obesity in 2010, discomfort, vaginal discharge, uterine bleeding and vaginal itching. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menstruation irregular ("other injury(ies) or complication (s) please describe: irregular period cycles"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, haemorrhagic ovarian cyst, vaginal haemorrhage, menorrhagia, dyspareunia and menstruation irregular outcome was unknown. The reporter considered dyspareunia, haemorrhagic ovarian cyst, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 26-jul-2019: pfs and medical record received. Reporter and patient demographics were added. Medical history and concomitant drugs were added. Updated suspect drug indication. Events injury to herself deleted and new events pelvic pain - right side, vaginal bleeding, menorrhagia, reproductive system disorder or changes condition type of disorder or condition: haemorrhagic ovarian cyst, dyspareunia (painful sexual intercourse), other injury(ies) or complication(s) please describe: irregular period cycles and patient did not underwent confirmation test added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, right side') and haemorrhagic ovarian cyst ('reproductive system disorder or changes condition type of disorder or condition: homorrhagic ovarian cyst') in an adult female patient who had essure (batch no. A20057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent confirmation test". The patient's medical history included obesity in 2010, discomfort, vaginal discharge, uterine bleeding and vaginal itching. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menstruation irregular ("other injury(ies) or complication (s) please describe: irregular period cycles"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, haemorrhagic ovarian cyst, vaginal haemorrhage, menorrhagia, dyspareunia and menstruation irregular outcome was unknown. The reporter considered dyspareunia, haemorrhagic ovarian cyst, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Lot number: a20057 manufacture date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.